Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a hepatic resection, the device was apparently defective. The device broke and the plastic piece from the mandibles took off on the first application of the device on the tissue. The white tissue pad broke and was completely missing from the clamp arm. No patient consequence reported.